Event description:
It was reported that the intraocular lens (iol) was bent. No other information was provided.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information. However; to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.